Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has made multiple requests for information regarding the device and for the device(s) to be returned. No response has been provided, however, and the healthcare facility has not returned the device(s). Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the subject airvo 2 device(s) were not returned to f&p for evaluation. Our investigation has necessarily been limited therefore to the information reported by the healthcare facility and our knowledge of the product. Results: the healthcare facility has stated that several years ago, during the covid-19 pandemic, two patients were receiving therapy via airvo 2 device/s and subsequently deceased. No further information regarding these reported events was provided by the healthcare facility. The staff member from the healthcare facility who reported these events stated that they did not see these events, was not on shift when these events occurred, and did not have firsthand knowledge of these events. Conclusion: our investigation was unable to confirm any details regarding the reported event. No further information regarding these reported events was provided by the healthcare facility. The staff member from the healthcare facility who reported these events stated that they did not see these events, was not on shift when these events occurred, and did not have firsthand knowledge of these events.

Event description:
A healthcare facility reported via a fisher and paykel healthcare (f&p) field representative that several years ago, during the covid-19 pandemic (no date was specified), two patients were receiving therapy via f&p pt101 airvo 2 humidifier airvo 2 (airvo 2) device(s) and subsequently passed away. No further information regarding these reported events was provided by the healthcare facility. The staff member from the healthcare facility who reported these events stated that they did not see these events, was not on shift when these events occurred, and did not have firsthand knowledge of these events. This report is related to MFR report #: 9611451-2024-00656.